Manufacturer narrative:
This product is not approved for sale in us but a similar device with catalog# 7753500,510k # k082728 and UDI (B)(4) is approved for sale in us. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with cervical spondylotic myelopathy(csm) and underwent posterior cervical decompression and fusion surgery. During the surgery, while final tightening the mas locking set screw, the protrusion part of the mas set screw was broken. The products came in contact with the patient. No fragments of the set screw were remaining in the patient. There was a delay of more than 60 minutes in the overall procedure time as a result of this event. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.